Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patient's mother that her son had been wearing the device on (B)(6) 2019 and his blood glucose level reached 700 mg/dl while wearing the pod between 1 and 4 hours (arm). The patient's mother delivered a correction but the patient became ill. The patient was taken to the hospital and admitted. The patient's pod was removed and was treated with an IV of insulin, fluids, and they tested his sodium which was low and his electrolytes which mom stated were all off. On the (B)(6) 2019 they had mom put another pod on him but his blood sugars were still going up into the 300's so they gave him a manual injection of insulin and his endocrinologist had his mom remove the pod.